Manufacturer narrative:
Approximate age of device - 3 years, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 with right arm numbness. Inr on admission was 1.7. Patient has history of ischemic disease. It was not known if the right arm numbness was lvad related. Small subcortical infarct not visible on computed tomography (CT) of head. CT on (B)(6) 2018 revealed chronic lacunar infarcts. Carotid duplex negative 2. National institutes of health (nih) stroke scale of 3. 3. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.